Manufacturer narrative:
Additional information was received indicating that 7 months post implant of this aortic bioprosthetic valve, it was explanted and replaced due to endocarditis, pseudoaneurysm of the left ventricle, and atherosclerotic coronary artery disease. Multiple vegetations were found on all three leaflets in the underside of the sewing ring. Pathology report revealed tan-gray rubbery tissues and myxoid degeneration. No further adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts to obtain additional information have been made. No new information has been received to-date.

Event description:
Medtronic received information that seven months post implant of this bioprosthetic valve, it was replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.